Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient described the skin reaction as a very itchy rash. Sensor was inserted at abdomen on (B)(6) 2015. Patient treats the affected area with rubbing alcohol and prescription cortisone cream. Additionally, patient reported that the prescription cortisone cream was borrowed and not prescribed by her physician for dexcom use. Patient's current condition is unknown. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).